Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the guide wire allegedly pierced through the recanalization catheter while being used to treat a cto. The catheter and guide wire were moved as a single unit. Angioplasty was performed to complete the procedure resulting in vascular patency. There was no patient injury reported.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number is reportedly unknown. Visual/microscopic inspection: the sample was returned. The distal tip of a crosser catheter was returned detached and stuck on the distal end of the guidewire. Approximately 0.5cm of the core wire was still attached to the distal tip. The distal end of the crusade pad catheter (not a bard product) was torn. Performance evaluation: the detached crosser tip was unable to be removed from the guidewire. No further functional testing could be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for a tip detachment, as the tip was detached from the catheter and was stuck on the guidewire. Per the IFU (instructions for use), after advancing the guidewire and crosser catheter to the lesion site, the guidewire needs to be withdrawn approximately 1cm within the catheter so that the tip of the crosser catheter is the leading edge. Per the reported event details, the tip of the guidewire was not withdrawn into the distal tip of the crosser prior to activating the crosser. Having the guidewire fully advanced through the distal tip of the crosser catheter during activation could cause the tip to detach. Therefore, it is possible that user related issues contributed to the tip detachment. Labeling review: the current instructions for use (IFU) states: adverse events: - as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudoaneurysm or fistula aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive contrast load resulting in renal insufficiency or failure, excessive exposure to radiation, stroke/cva, restenosis, repeat catheterization / angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site. Interventional use: for the crosser catheters 14p, 14s, and s6, access lesion with standard 0.014¿ (0.36 mm) guidewire. Advance the guidewire and crosser catheter 14p, 14s, or 18 to the lesion site. Withdraw the guidewire approximately 1cm within the catheter so that the tip of the crosser catheter is the leading edge. Slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14p, 14s, or 18 catheter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the recanalization catheter tip detached while being advanced through the cto. The catheter and guide wire were moved as a single unit with the detached catheter tip stuck on the guidewire. Angioplasty was performed to complete the procedure resulting in vascular patency. There was no patient injury reported.